Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation event. Device evaluation of monitor sn (B)(4) and belt sn (B)(4) was completed. The monitor and belt were functional upon receipt. Monitor: 06/01/2011 - reuse, electrode belt: 10/01/2010 - reuse. Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Pts are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. (B)(4). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www/accessdata.FDA.gov/cdrh_docs?pdf/p010030b.pdf.

Event description:
During a retroactive review of past treatment events for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. The nurse of a (B)(6) year old female pt reported that the pt arrived at the hospital after being treated. The lifevest delivered two treatments at 21:15:53 and 21:16:29 during atrial fibrillation with a rapid ventricular response (219 bpm and 196 bpm). The rapid atrial fibrillation contributed to the false detection. The response buttons were not pressed prior to the treatments. The pt was conscious and reportedly fell after the treatments. The pt went to the hospital for further evaluation and continued to use the lifevest.